Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4)

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -3.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Patient complained of diminished vision. On (B)(6) 2023 the lens was removed and on the same day a replacement lens vicm5 12.6 of -3.00 diopter was implanted. This replacement lens resolved the problem.